Event description:
The pt reported that he has had 3 occasions where his infusion set separated at the luer lock connection. He stated that one event (date not provided) that his blood glucose elevated to 200-250 mg/dl. He stated that he administered a bolus to reduce his elevated blood glucose values. The pt did not report having any symptoms at that time. The pt reported that his normal range is 100-130 mg/dl. The pt did not require medical attention from a healthcare professional or second party to address the issue. The product was returned for eval.